Manufacturer narrative:
(B)(4). No flow condition not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Device's luer cap was removed and flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were found from the sample. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report involving one (1) infusor lv5 device. According to the report, delivery stopped during patient infusion at the hospital. The device was filled with 5-fluorouracil and saline. There was no report of patient injury or medical intervention. No additional information is available.